Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, a cartridge change error occurred. Customer loaded a new cartridge to resolve the issues. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Subsequently, a cartridge alarm occurred during the load sequence. Customer ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm and cartridge change error issues were verified, but the alleged insulin gauge and minimum fill issues could not be verified.